Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the spo2 measurement intermittently dropped out on the intellivue mmx. No inop was displayed on the host monitor at the time of the dropout. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
It was reported that the spo2 measurement intermittently dropped out on the intellivue mmx. No inop was displayed on the host monitor at the time of the dropout. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.